Event description:
End user's daughter reported redness to the peristomal skin in the lower left quadrant. It is located under the entire mass but does not extend under the tape border. She reports that the redness began about 2 weeks.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. The end user cleanses the area with warm water and soap, then pats area dry. The end user is using a skin protective barrier wipe. The user was instructed on skin care and crusting using stomahesive powder first; then the protective barrier wipes. End user was instructed to call back if redness worsens. No additional event/pt details have been provided to date. A return sample for eval is not expected. Should additional info become available, a follow up report will be submitted.